Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. The customer¿s blood glucose level was 456 mg/dl, 465 mg/dl. Customer was treated with manual injection. Customer stated they changed set and it was dripping and cannula was normal. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.